Event description:
Evaluation revealed that the force sensor plate was physically damaged. This report is being made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2011. (B)(6). Correction number: 2531779-03/24/2010-003-r animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Evaluation revealed that the force sensor plate was physically damaged. Review of the pump download history revealed loss of prime alarms associated with zero force. All "ezprime" operations were performed successfully and the pump was exercised with no alarms duplicated. Force sensor calibration was in specification. When the force sensor was removed from motor assembly it was revealed that both the force sensor plate and force sensor shim were dimpled.